Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the equipment is currently not charging. We replaced the charging cables to rule out a cable-related issue; however, we have confirmed that the charging failure is due to a fault in the device¿s male connector, which had previously been functioning correctly. When the connector is manipulated, there is a specific position in which charging is possible; however, maintaining this position requires improvised fixation using adhesive tape. This situation prevents effective operation, as the device discharges rapidly and safe implant procedures cannot be ensured. Notably, the device powered off yesterday during a puncture procedure. No further details provided.